Event description:
It has been reported to philips that system was unable to do exposures. The device was in clinical use at the time of the reported event. The procedure was aborted, and patient was moved to other room. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was being performed and the procedure was completed by moving the patient to another room. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Analysis of the log file confirmed that there was a malfunction of x-ray not being possible. Rse had advised the inhouse engineer to check oil cooler for tube power, oil level in pump reservoir, check incoming power of 3 phases to xray generator and look for rotor activity lights. The engineer found that the oil was low and added oil. Rse had also advised to move the c-arm plus and minus 45 degrees to help circulate oil in the x-ray tube. After that the system was returned to use in good working order.